Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0206703. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed and therefor the failure was not confirmed. For further investigations it's recommended that the involved sample be provided for evaluation. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that 2 bd q-syte¿ micro bore extension sets were found with hair inside them before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse found a hair inside the infusion connector before using it."